Event description:
It was reported that the patient presented to emergency room due to pocket erosion. It was noted that the pacemaker was starting to protrude through the patient¿s skin. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was explanted. The patient remained in stable condition.